Event description:
A caller reported that their pump malfunctioned, with a specific malfunction code displayed. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer service assisted the caller in resetting the pump, and the issue did not recur after the reset. The customer was advised that they could continue using the pump and to reach out again if the malfunction happened again.